Event description:
This lead was implanted on (B)(6) 2010 and remains implanted at this time. During a device change, best left ventricular threshold was 2.9v at 1.0ms. The physician was dr. (B)(6) in australia. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).